Manufacturer narrative:
The pod was received not deployed. The download data showed that an 0x21 alarm had been generated by the pod at the end of first prime, indicating that the tick time was out of specification. Investigation of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0x21 alarm could not be determined. The 0x21 alarm was generated at the end of first prime, preventing the pod from completing activation and deploying the needle mechanism as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible.